Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the receiver and transmitter occured. No additional patient or event information is available. Product was provided for investigation. An external visual inspection was performed and passed. A voltage test was performed and failed. Data was evaluated and no findings related to the complaint were observed. The complaint confirmation of a pairing failure was not confirmed. However, a failed transmitter error was confirmed in connection to the reported allegation. The root cause of the failed transmitter error could not be determined. The reported issue of a pairing failure is reportable based on the finding of transmitter failure error.